Manufacturer narrative:
Device passed displacement test, active current measurement and self test. Device received with high sleep current measurement and pump error 25 alarmed while monitoring and was present in the device trace download due to severe corrosion on electronic board stack. Device received with pillowing keypad overlay, scratched or peeling keypad overlay texture, missing display window cover, peeling or fading end cap address label, cracked battery tube area and scratched case. Moisture damage on motor assembly and force sensor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had power error detected alarm repeating multiple times. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.